Manufacturer narrative:
The reported events of high pacing impedance and unacceptable threshold were not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during an implant procedure that the left ventricular (lv) lead had high pacing impedance and high capture threshold. The lv lead was not used and the physician elected to complete the procedure with a different lv lead. There were no patient consequences.